Manufacturer narrative:
G3: there was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site tried to give a mobile power unit (mpu) that was on the shelf to a patient, but after installing the batteries it gave a "low power" alarm. Different aa batteries were tried, and it had the same alarm. This was noted as an out of box (oob) failure.